Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2010 and passed all self-tests, alongside random manual power ons, up to the (B)(6) 2015. The pad-pak was removed and reinstalled on one occasion for a period of 25 months. The device records multiple manual power ups some of ten minutes duration between the (B)(6) 2015. The device failed several self-tests due to a low battery between (B)(6) 2016. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs, the excess current drain and the measurements taken would confirm a failing membrane. The green status led was found to be constantly lit during the investigation, this is a further symptom of membrane failure. The fault could not be measured with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.